Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead superior vena cava coil impedance was high, and an inquiry was made regarding the potential for lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.